Manufacturer narrative:
The devices involved in the incident were not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the introducer and guidewire. The investigation revealed both devices were manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. Without an evaluation of the devices a root cause cannot be determined. The incident occurred during a catheter placement procedure; however, according to the attending physician, there was no issue with the product. The instructions for use include the following potential complications: hematoma, laceration of vessel, mediastinal injury, perforation of vessel, pleural injury, pneumothorax, superior vena cava puncture. Before attempting the insertion, ensure that you are familiar with the potential complications and their emergency treatment should any of them occur. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The guidewire was inserted via the left subclavian vein. During insertion, fluoroscopy confirmed that the guidewire tip advanced from the brachiocephalic vein through the superior vena cava (svc) and was positioned in the inferior vena cava (ivc). At the junction of the svc, the guidewire showed some deflection, so it was manipulated to keep it as straight as possible. Insertion of the 12f and 14f dilators proceeded without particular issues. However, when advancing the 15f peel-away sheath dilator along the guidewire and inserting it near the svc, there was a possibility that the vessel wall was perforated. The distal tip of the removed 15f peel-away sheath dilator was bent and torn. There was no problem with the device prior to use. The patient subsequently suffered mediastinal injury, hematoma, and pneumothorax, and died on the day of the incident. This incident occurred during a catheter placement procedure; however, according to the attending physician, there was no issue with the product.